Manufacturer narrative:
H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. No questionable results were reported outside of the laboratory. An aliquot of the first sample initially resulted in an anti-tpo value of 40 iu/ml. The parent tube was then repeated, resulting in a value of 9 iu/ml with a data flag. The aliquot was also repeated, resulting in a value of 9 iu/ml with a data flag. An aliquot of the second sample initially resulted in an anti-tpo value of 36 iu/ml on (B)(6) 2023. The parent tube was then repeated twice on 15-may-2023, resulting in values of 9 iu/ml with a data flag and 9 iu/ml with a data flag. The anti-tpo reagent lot number was 69235301, with an expiration date of 31-aug-2023.

Manufacturer narrative:
Camera images from the analyzer showed that sample containers were tilted and the gripper is dusty. The alarm trace showed many alarms related to foam or film on the reagent packs. Analyzer data showed a good overall performance of the analyzer. The investigation determined the issue is consistent with a reagent handling issue leading to foam in the reagent packs.